Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-may-2019. The most recent information was received on 03-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods") in a 40-year-old female patient who had essure (batch no. He011pl) inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient experienced menorrhagia (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("loss of hair"), visual impairment ("vision disorders"), insomnia ("insomnia"), arthralgia ("joint pain") and amnesia ("loss of memory"). On (B)(6) 2017, the patient had essure inserted. At the time of the report, the menorrhagia, dizziness, alopecia, visual impairment, insomnia, arthralgia and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, dizziness, insomnia, menorrhagia and visual impairment with essure. Most recent follow-up information incorporated above includes: on 3-may-2019: new reporter physician added, essure lot number he011pl provided. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 02-may-2019. The most recent information was received on 08-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods") in a 40-year-old female patient who had essure (batch no. He011pl) inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient experienced menorrhagia (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("loss of hair"), visual impairment ("vision disorders"), insomnia ("insomnia"), arthralgia ("joint pain") and amnesia ("loss of memory"). On (B)(6) 2017, the patient had essure inserted. At the time of the report, the menorrhagia, dizziness, alopecia, visual impairment, insomnia, arthralgia and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, dizziness, insomnia, menorrhagia and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2019: quality safety evaluation of ptc. We received the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ("hemorrhagic periods") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2017, the patient experienced menorrhagia (seriousness criterion medically significant), dizziness ("dizziness"), alopecia ("loss of hair"), visual impairment ("vision disorders"), insomnia ("insomnia"), arthralgia ("joint pain") and amnesia ("loss of memory"). On (B)(6) 2017, the patient had essure inserted. At the time of the report, the menorrhagia, dizziness, alopecia, visual impairment, insomnia, arthralgia and amnesia outcome was unknown. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, dizziness, insomnia, menorrhagia and visual impairment with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.